Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Evaluation summary: visual and functional inspections were performed on the returned device. The reported rupture was unable to be confirmed; however, the guide wire notch had a tear which is likely what was perceived as the rupture. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the tenku coronary dilatation catheter (B)(6) instructions for use states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed moderately calcified heavily calcified eccentric de novo lesion in the mid left anterior descending coronary artery. A 2.5x12mm tenku rx balloon catheter was used for pre-dilatation; however, the balloon ruptured at 8 atmospheres for 10 seconds during first inflation. It was further reported that the catheter had been prepped (air aspiration) inside the anatomy without issue. The device was replaced with a new tenku balloon catheter and the procedure was successfully completed with an unknown stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additionally information was provided.